Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
At an unknown length of time into a patient¿s hemodialysis (hd) treatment, the patient became sick and started throwing up. The patient¿s blood was returned and their treatment was discontinued. The patient reportedly had a history of experiencing hypotension, so the nurse did not think much of them getting sick. As the dialyzer was being disconnected, blood droplets were observed on the inside of the hansen connector. There was no reported damage found on the dialyzer. Blood test strips were not used to test for blood in the dialysate. However, there was no visible blood in the drain line and the machine did not produce a blood leak alarm. Upon follow-up, it was indicated that the machine failed to alarm appropriately. The patient¿s estimated blood loss (ebl) was minimal ¿ reportedly 3 to 5 ml. Despite the patient getting sick, it was confirmed the patient did not require any medical intervention. The patient was dialyzing with a fresenius optiflux dialyzer and fresenius bloodlines. Following the event, the fresenius 2008t machine was pulled from service for evaluation. It was confirmed by the facility¿s biomedical technician (biomed) that the machine passed the blood leak detector test. The biomed stated the machine tested out ¿normal¿ and there were no calibration issues with the blood leak detector. As a precaution, the blood leak sensor was replaced. The biomed had to order a new one as they did not have any spares on hand. After it was replaced, the blood leak sensor was calibrated. It was confirmed the machine was available to be returned to service. The blood leak sensor that got replaced was discarded and was not available for return. Hold cm 10.21

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. Furthermore, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
At an unknown length of time into a patient¿s hemodialysis (hd) treatment, the patient became sick and started throwing up. The patient¿s blood was returned and their treatment was discontinued. The patient reportedly had a history of experiencing hypotension, so the nurse did not think much of them getting sick. As the dialyzer was being disconnected, blood droplets were observed on the inside of the hansen connector. There was no reported damage found on the dialyzer. Blood test strips were not used to test for blood in the dialysate. However, there was no visible blood in the drain line and the machine did not produce a blood leak alarm. Upon follow-up, it was indicated that the machine failed to alarm appropriately. The patient¿s estimated blood loss (ebl) was minimal ¿ reportedly 3 to 5 ml. Despite the patient getting sick, it was confirmed the patient did not require any medical intervention. The patient was dialyzing with a fresenius optiflux dialyzer and fresenius bloodlines. Following the event, the fresenius 2008t machine was pulled from service for evaluation. It was confirmed by the facility¿s biomedical technician (biomed) that the machine passed the blood leak detector test. The biomed stated the machine tested out ¿normal¿ and there were no calibration issues with the blood leak detector. As a precaution, the blood leak sensor was replaced. The biomed had to order a new one as they did not have any spares on hand. After it was replaced, the blood leak sensor was calibrated. It was confirmed the machine was available to be returned to service. The blood leak sensor that got replaced was discarded and was not available for return.